Event description:
Attorney alleges "the self-dispensing drug infusion system overdosed morphine which caused the patient to have a heart attack while under the influence of morphine. But for the defective condition of the product the patient would still be alive." Prior to this allegation the hcp stated that at refill the doctor increased the dose of the intrathecal pump medication less than 10%. The refill was uneventful and the patient drove three hours home. The next day, after the patient's spouse had returned from work (around 3pm) the patient was found deceased. The doctor does not know the cause of death. The physician had the patient sign a drug contract stating the patient would not receive any other drugs from other sources. The patient had gone to other sources to receive additional medications, including injectable medications.